Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly and the audio was making a crackling sound. During troubleshooting, a self-test was performed and the insulin pump alarmed hardware low level and failed battery test. The self-test was performed again and the audio setting returned to normal and the alarms were cleared, however, the vibration setting was very weak. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
No unexpected failed battery test alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. Hardware low level failures was present in the insulin pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.